Manufacturer narrative:
Sciton clinical education director discussed the above with dr. (B)(6) on (B)(6) 2021 @ 8:30pm (eastern). Dr. Boyers is paying for the models prescription medication and is requesting reimbursement. I asked dr. (B)(6) if there was anything I could do for her and her patient, dr. Boyers felt they had properly intervened with triaging this patient with topical medications. I urged dr. Boyers to reach out to me with the progress of her patient. 7/20/21: received text from dr. (B)(6) and then another group text from her and her partner requesting additional advice for the treatment of this model. I reached out to (B)(6), md for assistance. Dr. (B)(6) recommended triamcinolone ointment bid for two weeks and to discontinue the hydroquinone and alastin healing balm until the skin heals. He also recommended only the triamcinolone ointment and gentle cleanser. Md's inquired about medication reimbursement again. (B)(6) 2021: (B)(6) called dr. (B)(6) and learned that the patient's condition had improved. She indicated that the patient wanted to speak with someone at sciton. (B)(6) tried to call the patient immediately after speaking with the doctor, but since the patent was unavailable a voicemail to return the call was left on her answering machine. (B)(6) 2021 @1:26 pm pst: called the patient and left another message to return call. (B)(6) 2021 @ 100 am pst: called the patent and left one more message to return call. The condition of patient appeared to be improving, and since the repeated attempts to reach the patient were unsuccessful, sciton is closing this adverse even case and filing an MDR.

Event description:
During clinical training, it was reported that a volunteer model patient for forever clear treatment sustained an adverse event. Treatment parameters for skin type IV were used on the volunteer model during clinical training for the reduction of acne. During the treatment a sciton clinical educator and a sciton sales representative were in the treatment room. The patient appeared to be in no discomfort, and was offered the zimmer chiller for cooling during treatment by the sciton sales representative for which the patient declined. About 30-45 mins after treatment the model appeared to begin to present with hyperpigmented spots on her face (treatment area), she was advised to apply cool compresses. The md also prescribed clobetasol bid for 4 days, hydroquinone 4% bid, and alastin healing balm and gentle cleansers were recommended.